Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.  Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.  Checking your blood glucose.   Chapter 4 / page 36:  warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) level rose to 541 mg/dl while wearing the pod between 36 and 48 hours. Patient stated the pod was leaking and she was not feeling well due to high bg levels, so the bolus was canceled and the pod removed from the infusion site (hip/buttocks). It was also reported the pink slide did not move forward, which indicates a needle mechanism failure. Additional method of treatment was not provided by patient.

Manufacturer narrative:
Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leaks were observed throughout the entire fluid path. The device had the cannula assembly fully deployed and the needle completely retracted. The download data indicates that the pod completed both its first and second priming sequences. Device ran for 3449 pulses. No damages or defects were observed that would result in a needle mechanism failure.